Manufacturer narrative:
The suspect device was discarded by the customer. Therefore, it was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the stop position in the needle handle was not firm. This occurred both when pushing the needle out and also when pulling the needle back. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the lot number of the subject device was unknown, a review of the device history record for one year prior to the occurrence date found no deviations that could have caused or contributed to the reported issue. We could not conclusively determine the root cause of this event. Per the legal manufacturer, the other device defects included in the initial MDR "the stop position in the needle handle was not firm" have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.